Manufacturer narrative:
This is a report of a use error where the patient did not have a secure connection to the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred at the connection between the catheter and patient line. This event occurred during drain one of peritoneal dialysis while the patient was connected. The care giver (cg) stated that the patient's catheter connection to the line from cassette was loose and leaked out during fill and was not filling the patient. The cg stated that the connection was not tightened securely. The patient was able to tighten the connection and resume therapy. The technical service representative (tsr) assisted in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.